Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump did not switch on despite fresh battery.